Event description:
It was reported that small black flex was coming off the tip of the rhino-laryngo videoscope with each wipe of fiber micro cloth. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d9, h2, h3, h4, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: peeling off on the distal end glue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.